Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the week after they were implanted on (B)(6) 2024 the device was working properly and every time they would wake up dry, everything was fine, but after a week, all of a sudden, they were right back to where they were before they had the implant. Patient stated that they had an appointment with their hcp on (B)(6) 2024, and the doctor was trying to get the device adjusted, but he couldn't get it to work. They talk to their rep and he couldn't believe that they can feel it when they increased until the maximum. Rep stated that it could be something with the lead wire, something like a body fluid. Patient stated they are going on surgery on wednesday (B)(6) 2024 to put a new entire device and checked what could be happening with the device that they have implanted actually. A higher up person in the hospital started them that they will spoke with their insurance so they wouldn't be charged twice for the incident. The patient was redirected to their healthcare provider to further address the issue.  Reviewed device education.

Event description:
Additional information was received from the patient stating the previously noted lead issue and return of symptoms. Patient mentioned that rep and hcp checked lead wire and said that lead had come out of its frame and was crushed. Patient did not have any hard falls. Patient had new lead placed as previously noted. Patient said they saw hcp today and hcp had patient change programs and get an xray done. Patient said they couldn't feel stimulation when hcp increased stimulation at their appointment. Patient was seeing hcp again next week. Reviewed therapy adjustment options and program function with patient.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2y7va, implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the sudden return of symptoms was unknown. They stated that the most likely cause was that the screw wasn't right and/or something was in the header. When asked what steps would be taken to resolve the issue they stated that surgery was planned for (B)(6) 2024.